Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009, patient underwent spinal fusion surgery on the lumbar region of her spine from vertebrae t4 to t12 and l4 to s1. Reportedly, during the surgery, rhbmp-2 collagen sponge was used to fuse more than one level of the spine. Posterior approach was used for this surgery. On (B)(6) 2009, the surgeon performed spine fusion surgery on the lumbar region of the patient's spine from vertebrae l5 to s1 using rhbmp-2 collagen sponge. Allegedly, post-operative period had been marked by left leg pain and swelling; extreme burning in her low back, left hip and left leg; and chronic low back pain with radiation to both hips and legs, and into the left ankle. The patient is unable to work, has limited mobility, and is unable to sit, stand or drive for extended periods. These serious injuries prevent the patient from practicing and enjoying the activities of daily life that she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on : (B)(6) 2009, patient underwent following surgery: posterior spinal fusion t4 - s1; posterior spinal segmental instrumentation from t4 to s1 ilium utilizing the 5.5 stainless steel system; placement of bilateral pelvic/iliac wing fixation utilizing the cmas system; augmentation of posterior spinal fusion with morsellized local bone graft (40ml), morsellized allograft (100ml) and rhbmp-2; application of tongs for temporary intra-op traction; spinal cord monitoring consisting of transcranial motor evoked potentials, somatosensory evoked potentials, and electromography; for pre-op diagnosis of: lumbar spondylosis with transition syndrome at l5-s1; lumbar kyphosis status post anterior/posterior spinal fusion from t12 to l5 performed in 1986; status post removal of implants rom t12 to l5 performed in 1988. As per op notes: "...we then placed a combination of morsellized local bone graft, morsellized autograft mixed with vancomycin powder to decrease the likelihood of a post-op wound infection and rhbmp-2 on acs wrapped around graft matrix over decorticated spine. As patient had a solid appearing fusion from t12 to l4, the bone graft was placed from t4 to t12 and l4 to s1... No complications were reported..." On (B)(6) 2009, patient underwent x-ray of thoracic spine and lumbar spine. Impression: intra-op examination during thoracolumbar posterior instrumentation and fusion. On (B)(6) 2009, patient underwent x-ray of tl scoliosis spine impression: posterior spinal fusion from t4 through s1 and bilateral iliac wings; moderate kyphosis of lumbar spine. On (B)(6) 2009 the patient was presented for office visit with leg weakness and status post anterior fusion. Patient underwent x-ray of tl spine. Impression: unchanged posterior instrumentation and fusion, t4 through the iliac wings and discectomies and anterior fusions, l2-4 with kyphosis centered at l1; 2. Resolved right pleural effusion.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on, (B)(6) 2009, the patient presented with medicine refill request.